Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient experienced tape not sticking event on 02-mar-2026. No further information available.

Manufacturer narrative:
Patient city: (B)(6) patient country: australia.